Manufacturer narrative:
The company representative observed that the purge line was disconnected. The company representative reconnected the purge line and the iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that prior to use on a patient, the iabp alarmed autofill failure. No patient was involved.